Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that it was received fully clip deployed, undamaged, and the deployed clip was not returned. There were no detected external or internal anomalies. Evidence of clip tine scrape marks on the carrier tube indicate that the clip had been loaded on the device and was deployed. After resetting the device for testing, full redeployment was successful with no detected abnormality to the deployment sequence. An incorrect device event was not reported. The reported bleeding post clip deployment is listed in the starclose se instructions for use (IFU), as a possible effect, under closure procedure, the IFU states to check for hemostasis, adjunctive compression can be applied for up to 5 minutes, as needed. A possible cause for the reported bleeding may have been incorrect clip deployment technique, but could not be confirmed. Anatomically any feature within the anatomy that may interfere with proper clip deployment and placement may affect the ability of the starclose se clip to achieve hemostasis, but there was no observed anatomical issue to affect the deployment and placement of the clip. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint database did not reveal any other reported incidents for continued bleeding after clip deployment. During manufacturing, devices are visually inspected and a sampling of finished devices is destructively tested. In addition, a quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after an interventional peripheral revascularization procedure, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, after clip deployment, bleeding continued. With the starclose se clip remaining in the vessel, manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.